Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. The customer was receiving no delivery alarms while delivering a bolus and this caused a high blood glucose. Customer reported that, the no delivery alarms did not occur during manual prime. Customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.